Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was 600 mg/dl at the time of the incident. The customer treated their blood glucose levels with manual injections. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis

Manufacturer narrative:
The insulin pump received with currents in spec. No blank display. Lcd was board ok. Device unable to prime during prime test due to detached end cap. Device had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window. Drive support disk was inspected and no anomaly was noted.